Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that three colonovideoscopes tested positive for contamination. The reported findings included 10¿100 colony-forming units (cfus) of escherichia coli, 10¿100 cfus of pseudomonas aeruginosa, and 1¿10 cfus of enterobacter cloacae. There were no reports of patient involvement.